Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent high blood glucose while using the ilet pump, did not understand pump operation, discontinued pump use for over two months, and transitioned to subcutaneous insulin via pen; the event involved alerts for prolonged hyperglycemia and the highest reported glucose in the 400s. Symptoms included dizziness. Outcomes included no hospitalization, no need for external assistance, and self-management with backup insulin therapy. Investigation included troubleshooting and user education with a recommendation and scheduling of additional training; a factory reset was offered but declined due to prior unsuccessful attempts. Investigation of this case revealed no confirmed device malfunction and suggested user difficulty with device operation as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.